Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that large air bubbles were observed along the cartridge tubing. The customer's blood glucose level was 400 mg/dl. Reportedly, the customer replaced the cartridge to address the issue. Tandem technical support educated the customer regarding air bubbles.